Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: unused samples were returned for evaluation. Per CAPA (B)(4), an attempted has been made to confirm the customer's reported defect by doing draw testing at the manufacturing plant and through clinical testing in (B)(4). The reported defect has not been replicated. First and second pullout testing was completed on lot 6090572, this failed for minimum pullout and for mean. All glass and stoppers lots were evaluated all lots complied with incoming specifications. An investigation was completed in (B)(4) that showed an inconsistency on the lubrication of the stoppers. A review of the device history and quality notifications revealed that all process and final inspections comply with specification requirements. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Remedial action required: this incident is under review through situational analysis and CAPA (B)(4). (B)(4).

Event description:
It was reported that a 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ closure was used to draw a blood sample from an arterial line but the tube would not fill. The user felt that the tube may have been slightly off center and attempted to removed the tube from the vacutainer holder. Upon removal, only the tube came out and the stopper remained inside the vacutainer. Blood spilled but there was no report of exposure to mucosal membranes, injury, or medical intervention. Additionally, it was reported that the source patient was (B)(6).